Event description:
Additional information received reported the patient passed away the week of (B)(6) 2025. The cause of death was not determined but was thought to be related to a parenchymal stroke/ hemorrhage in the contralateral hemisphere. There is no knowledge of medical ev ent/procedures leading up to the patient's death.

Manufacturer narrative:
B2 date of death month valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient underwent a neurovascular flow diversion procedure using the pipeline flex shield 3.50mm x 16mm for an unruptured saccular aneurysm located in the right posterior communicating artery. The aneurysm had a maximum diameter of 5mm and a neck diameter of 3.5mm, with minimal vessel tortuosity. Post-procedure, the patient experienced a rupture and subarachnoid hemorrhage, which was identified as the cause of death. The angiographic result post-procedure was satisfactory. The patient had a history of subarachnoid rupture and a family history of rupture. It was noted that the post-procedure rupture was not believed to be directly related to the device implanted, and was considered a coincidence due to the patient's medical history. The device remains implanted and in service.